Event description:
This event occurred on an unspecified date involving an extension set, 15 inch, 1.2 micron filter, clave(tm) y-site, secure lock where it was reported that a new 1.2 micron filter was getting bubbles in the line no matter what they do. Even when it is primed and flipped appropriately, large air bubbles are found in the tubing hours later. The event occurred multiple events over the last few months during infusion. All events have happened when filter was in-line and infusing to a patient. There were no instances that air bubbles reached the patient. All caught before that they know of. There was patient involvement but no harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.